Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2008 and mesh was implanted. The patient had another hernia surgery on (B)(6) 2010. The patient was informed post-operatively that the mesh had developed a small hole and another hernia developed and incarcerated within the hernia were a portion of the bowel and a portion of the appendix. It is reported that the patient expired on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Incarcerated bowel.